Event description:
The facility reported an event of a bi that was not processed correctly. The staff did not crush the vial prior to incubation. The facility crushed the bi and reprocessed it in the incubator again. The customer was advised to follow the proper procedures per the IFU and that the bi test was invalid. The facility did not recall the complete load of cameras. There were no injuries reported from the unrecalled load.

Manufacturer narrative:
(B)(4): suspected positive bi.